Event description:
The hcp reported that the pump was explanted due to infection. No other info was provided with this report. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.